Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted device was disposed by the medical facility.